Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a gel mentor breast implant of unknown type and experienced rupture on the left and right breast implants. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 450cc on (B)(6) 2017. The right breast implant has been reported separately. This medwatch is for the left breast implant.